Manufacturer narrative:
H3/h6: the device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. One used device from the same lot were returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. The cassette was inserted into a cadd solis pump and primed with 10 ml. The complaint could not be confirmed, and a root cause was unable to be determined. No alarms, leakage or difficulties priming were observed. The complaint of high-pressure alarms cannot be replicated or confirmed.

Event description:
It was reported that the device alarmed high pressure alarms. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.